Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that for the last month and a half patient had been having difficulty charging the implant. Patient charged at least every 2 weeks. Patient had a very difficult time connecting. Sometimes it would connect and sometimes it would disconnect. The last time, almost 2 weeks now, patient was able to connect and it said 30% and then it disconnected right away. Patient tried again and it would not work. Patient was not able to charge for the past 3 weeks. Initially this last time patient had excellent connection. Patient wrote down a couple of service codes: 4100 and 1707. Patient did not write down the other codes because patient did not have a pen quick enough to write them down. Patient services reviewed 1707 was a telemetry issue and could be corrected by adjusting the position of the recharger over the stimulator and limit any additional electromagnetic interference in the area. Patient mentioned they got a new laptop in the past month, and they usually used it while they charged. Patient said they never had any problems until recently. In the last 6 weeks ithad been more and more difficult to get it to charge and patient had to try numerous times before it would finally go but patient had not been successful recently. On the call patient confirmed the implant felt the same and patient couldn't feel the whole flatness of the device. They said the device felt kind of deep. Patient denied any falls or accidents, and there has been no fluctuation of weight. Patient confirmed they charged over a thin layer of clothing and it usually worked fine. Agent suggested removing any emi when charging. If issue doesn't resolve follow up with healthcare provider (hcp). Patient services suggested bringing equipment to appointment.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.